Manufacturer narrative:
Initial medwatch submitted to include the investigation results. Patient's weight not provided. Patient's race not provided. Lot number and UDI not provided. The device has not been returned. However, a nonvisual investigation has been completed and the results are as follows: device history record (DHR) reviewed. Results: no lot number was provided. Stock product reviewed. Results: complaint could not be verified. Returned sample(s)/device inspected. Results: no product was returned. Investigation results: complaint could not be verified. Root cause: complaint could not be verified. This is the 3rd of 3 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3002195199-2017-00017, 3002195199-2017-00018.

Event description:
It was reported that an inclusive screw failed. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2016 for implant placement on tooth #6. The patient returned on (B)(6) 2016 for follow up procedure and the provider notes when trying to remove the screw on #6 it had fused to the crown. The patient was then referred to an oral surgeon and on (B)(6) 2017 the implant was removed.